Event description:
The patient ((B)(6)) received an scs system which include two led extensions from the same lot. It was reported the patient was no longer feeling stimulation. It was discovered that the scs lead tails pulled out of the lead extensions. The lead extensions were explanted and replaced. Stimulation was restored post-operatively.

Manufacturer narrative:
Results: the complaint regarding lead pull out could not be confirmed. As received, the extensions were returned with the headers undamaged. A lead test was performed to test lead retention and both extensions passed. However both extensions had all broken wires in the strain relief and extension "b" was missing the terminal end electrode. This damage is consistent with the extensions being subject to serve overstress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.